Event description:
The patient has two leads (from the same lot). It was reported the patient has never received pain relief. Reprogramming attempts to provide resolution were unsuccessful. As a result, the patient plans to undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.